Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1922bc, suture anchor, biocomposite pushlock anchor broke while pulling it out. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Ar-1922p was used to prepare bone socket and the anchor broke while pulling it out. The broken pieces were left inside patient. Fragments were not retrieved. Procedure was successfully completed with no patient harm and no secondary procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1922bc, pushlock, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the eyelet of the device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, applying excessive force, or prying/leveraging the device during insertion. The complaint allegation is confirmed.

Manufacturer narrative:
The complaint allegation is confirmed. Visual evaluation of the photo provided displays the broken tip of the anchor. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Given that the bone quality of the patient was not provided the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; applying excessive forces or prying/leveraging the device during insertion.